Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a visual check. The cse ran patient samples and quality controls, which resulted as expected. The cause of the discordant, false reactive (B)(4) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(4) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The customer primed the system and repeated the samples on the same instrument, which resulted reactive for (B)(4). The samples were then repeated on an immulite 2000 instrument, resulting non-reactive for (B)(4). It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(4) results.